Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2017, in order to place an internal magnet due the abutment continually disconnecting from the implant.